Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 97754, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that it was taking too long to charge the implantable neurostimulator (ins) as it was recently taking the patient six hours and still wouldn't be charged. The patient stated that they would usually charge everyday for about 30-45 min. It was noted that the patient got full coupling and that there hadn't been any changes to programming. No falls or traumas were reported that could be related to the issue. It was also reported that the patient saw the thermometer screen and that the antenna was warm at the end of recharging. The patient mentioned that they would sit against a chair when recharging. It was reviewed that the patient should try recharging in a well ventilated area and adhesive discs were going to be sent. The patient was redirected to follow up with their healthcare provider (hcp) to check programming/recharging statistics. It was noted that the issue started within the last couple of days prior to the date of this report. No patient symptoms were reported and there were no complications. Indication for use is non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.